Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pain around the pocket and uncontrollable left arm twitching. The pocket was revised and the device remains in use. No patient complications have been reported as a result of this event.